Event description:
A complaint of imprecise sequential readings on a hospital's pcx meter and strips was received. The pt obtained a reading of 410 mg/dl using their meter and strips and a laboratory reading of 168 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.